Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported the system shut down without command. There are no reports of pt injury or death associated with this event.